Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to and tear damage with customer mishandling and with increasing usage over time.. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section which state: warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a cut on switch #1, water tightness was lost. In addition to the gap between the acoustic lens and ultrasound probe, the evaluation findings are as follows: the scope cover plate was detached, the acoustic lens was damaged, the adhesive around the objective lens had a crack, the adhesive on the bending section cover was detached, due to wear of angle wire, bending angle in the "down" direction did not meet standard value, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera ii ultrasound gastrovideoscope had air/water leakage. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a gap of adhesive at the distal end, between the acoustic lens and ultrasound probe was found.